Event description:
A peritoneal dialysis (pd) patient contacted (B)(6) customer service to report that the transpore-plastic trans. Tape 1"x10yds caused her a reaction to it. It was burning and itching and gave her a rash. This was back a few months ago. There was no patient involvement, and no harm or adverse event reported. "This report reflects information received by FDA in the form of a notification per 803.22 (b)(2)".